Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown. The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process. (B)(4).

Event description:
It was reported that during an unknown procedure the blade broke off into the patient. The case was completed with another device of the same type. Customer stated that the broken tip was not retrieved from the patient.